Event description:
It was reported that: "did a aaa case with dr (B)(6), during closure two manta's were deployed. The 14 fr manta was deployed on the left side with no incident. During the deployment of the 18fr manta on the right-side dr (B)(6) pulled to tension and the suture broke. Dr (B)(6) preformed a surgical cutdown to close the groin he was able repair artery and pt had good distal pulses after repair." .

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The details of the complaint were reviewed. Two audible clicks were heard during deployment. The tension gauge showed red as the device was pulled to tension and when the suture broke. The instructions-for-use (IFU) provided with this device states, "note: do not pull past green. Excessive force may cause vessel damage.". Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "did a aaa case with dr. (B)(4)., during closure two manta's were deployed. The 14 fr manta was deployed on the left side with no incident. During the deployment of the 18fr manta on the right-side dr. (B)(4). Pulled to tension and the suture broke. Dr. (B)(6). Preformed a surgical cutdown to close the groin he was able repair artery and pt had good distal pulses after repair." .

Manufacturer narrative:
(B)(4).